Manufacturer narrative:
UDI not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that a patient presented remotely via (B)(6). The patient's right ventricular (rv) lead was oversensing noise. The patient was asymptomatic. No intervention was performed. The patient was stable throughout.